Manufacturer narrative:
Date sent to the FDA: 03/25/2011. (B)(4) - inflammation. Conclusions: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a sling procedure on (B)(6) 2010. Concomitantly the pt also underwent an anterior and posterior repair and a breast reduction procedure. On (B)(6) 2011, the pt felt a "pop" and began to experience left vaginal and buttock pain and was hospitalized from (B)(6) 2011-(B)(6) 2011 and was given toradol IV and percocet. A CT scan showed inflammation in the obturator space on the left. The surgeon opines that the sling must have moved when the pt felt the "pop". On (B)(6) 2011, the pt complained of right sided pain after intercourse. A CT scan was negative except for a small stranding are in the right labia. The symptoms resolved completely after removal of the sling.